Manufacturer narrative:
Based on a health risk assessment that was completed no remedial action was necessary. The preventative action will be to replace any bgm pcb manufactured prior to a revision change in april 2016, this will be completed during the next site visit or if symptoms present prior to that. Parts were returned and evaluated by sustaining engineering. The issue was not reproduced during testing, however, based on the manufacturing date and the pcb version installed, it was determined to be consistent with a pcb issue.

Manufacturer narrative:
As of today the investigation regarding this issue is still in-process. The returned parts are being evaluated. A follow-up will be filed as needed.

Event description:
It was reported that the z axis was off and during a biopsy procedure the needle went through the patient breast. It was noted that the imaging during the biopsy was off from the intended target. It was not realized that the needle had gone through the patient breast until after the case when the tech noticed a "small nick" on the medial side of the breast when the biopsy needle site was on the lateral side. No medical intervention was needed. The affirm upright system and breast tray were replaced.